Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k771219. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the gas cold not be withdrawn from the bronchial catheter. Customer stated there was no patient injury with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the bronchial cuff inflated without any issue however the tracheal cuff would not inflate. A visual inspection was performed and a slit in the main body of the tracheal cuff was observed. The single wall thickness of the tracheal cuff was measured away from the damaged area and found to be within the blueprint specification. The damage detected is indicative of contact with a sharp utensil or object. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the gas cold not be withdrawn from the bronchial catheter. Customer stated there was no patient injury with this event.